Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. In addition, product analysis performed a retain test. The retain test strip passed testing with no faults found. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio flex meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2019, 8:40 pm. He reported that he obtained an alleged inaccurately high result of ¿16.6mmol/l¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and reported that he took a corrective dose of 20 units of novo rapid in response to the alleged high result he obtained. The patient stated that around 3 hours later at 11:40pm he had ¿blacked out¿ and came around to emergency medical service (ems) working on him, he had his blood taken on ems meter and obtained a result of ¿1.2mmol/l¿. The patient reported that he was taken to ER and received additional treatment, however, was unable to recall the name or dose he received. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The control test had not manually been selected. The test strips had been stored correctly and were not expired. The patient was not in possession of control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter and the patient reportedly received medical intervention from an hcp.